Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: clot in the filter, caval thrombosis, tilt, embedment, and failed removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava or the device does not represent a device malfunction. Without procedural films for review, the reported filter tilt could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The implantation and attempted retrieval date of the filter is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: clot in the filter, caval thrombosis, tilt, embedment, and failed removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events nine years and eight months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. An unsuccessful removal attempt was performed one month post implantation, and then another removal attempt two years later. The following additional information received per the medical records state that the patient has a history of pulmonary emboli as well as thrombus in the right common femoral artery. An ivc filter was requested due to concert for further embolization. During the implant procedure, the left common femoral vein was accessed, and a guidewire was inserted. A 6 french delivery sheath was then introduced and the filter was deployed in the upper l3 level and the inferior margin at l4. Good filter position was confirmed. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently caused clot in the filter, caval thrombosis, tilt, embedment, and was unable to be removed. According to information provided by the patient, there was a failed percutaneous removal attempt in the month following the implant and then again approximately two years later, details of the procedures has not been provided and it is uncertain if there was one retrieval attempt or two. The indication for the filter implant was significant bilateral pulmonary emboli as well as ¿soft¿ thrombus in the right common femoral vein. The filter was requested due to the concern for potential further embolization of the right femoral thrombus. The filter was placed via the left common femoral vein and deployed in the infrarenal segment of the ivc. There were no apparent complications reported. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown, it is also unknown if this occurred during the attempted retrieval of the filter. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. With the limited information provided it is not possible to draw a conclusion as to what contributed to the retrieval difficulty. Blood clots, clotting and/or occlusion of the ivc related to clotting do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.